Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, dialudid and fentanyl via an implantable pump. The indication for use was non-malignant pain. The patient reported that their healthcare provider turned their pump (boluses) off on the 19th because they were waiting like 6, sometimes 8 minutes to get a bolus. The patient stated since the boluses were disabled, now they are in worse pain. When the agent inquired about event date of connection issue, patient stated 'it's been going on since I got it, but it got worse in the last 6 months.' When the agent attempted to clarify the connection issue earlier, the patient stated the screen would just say 'waiting for the pump to communicate' and would sometimes take up to 8 minutes to finally finish or sometimes the handset would just shut off and they would lose a bolus - which patient stated has happened a couple times. The patient was able to turn on the handset, but the screen was faint, and then it powered itself off. The patient plugged the handset in and confirmed there was a lightning bolt with 0%. The agent suspects telemetry delay and reviewed clear data steps. The patient stated they may have cleared data or cache or something but is not exactly sure. The agent reviewed disabling/enabling bolus considerations, and the patient was redirected to their health care provider to further address.